Event description:
The following details were reported on e-complaint-(B)(4). "Yesterday we had a very bad experience trying to get the machine to fully cut and the cautery would not work at all. The patient was here for 1 ½ hours trying to get the bleeding to stop, etc. " 1216677-2023-00007 leep system 1000 esu gen 52969 e-complaint-(B)(4).

Manufacturer narrative:
Investigation x-inspect returned samples *analysis and findings complaint (B)(4). *was the complaint confirmed? No . Distribution history: this complaint unit was manufactured at csi on 10/11/2007 under wo #(B)(4) and shipped on 10/24/2007. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: there is no record of this unit being serviced. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Output descriptions match on a few complaints, but the corresponding issue is linked to a bad diaphragm. However, this does not match the issue described on this complaint unit. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the complaint condition could not be duplicated when evaluated. Diaphragm related correction: although not related to the complaint, or faulty on this unit, the diaphragm required an update. Due to the potential for degraded latex films any unit found to have an outdated diaphragm is changed out for a new one. *correction and/or corrective action the unit was evaluated with no functional issues detected. The customer was contacted informing them no issue was found and offered the option to have a new board installed or returned with the updated diaphragm. Corrective actions related to the diaphragm: sustaining engineering has successfully tested a replacement material made of silicone for use in repairs going forward, eng-test-10341-r. The IFU was also updated to add a safety check via ecn-20444, p/n 35387b. A service bulletin was issued to existing customers informing them to check for this issue and return the unit if needed. All product in fg and sk, as applicable, were reworked to replace the previous versions of the dfus on all applicable products. Correction activity in 2016. No further training required. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
The following details were reported on (B)(4): "yesterday we had a very bad experience trying to get the machine to fully cut and the cautery would not work at all. The patient was here for 1 ½ hours trying to get the bleeding to stop, etc." Leep system 1000 esu gen 52969 (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.